Event description:
It was reported that the user received a pairing failure alert when attempting to connect a libre 3 plus sensor to the ilet via the ilet mobile application, and the agent guided the user to rescan the sensor; the sensor was in its warm-up period and paired successfully to the pump after rescanning. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user-device interaction during sensor warm-up and successful restoration of pairing after rescanning. It was concluded that the device functioned as designed and that the event was resolved through user guidance without device malfunction.